Event description:
The customer reported that the subject device was leaking. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was a shadow in the ultrasound image. This report is being submitted for the malfunction found during device evaluation (shadow in ultrasound image).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the reported issue (leaking) was confirmed and found to be caused by damaged adhesive on the bending section cover. In addition, service found the ccd (charged coupled device) cover glass was damaged and the adhesive was missing, the light guide cover glass adhesive was missing, the acoustic lens was scratched, the distal end was scratched, the bending was deformed, the insertion tube was slightly scratched, the grip unit was scratched, the paint on the air/water nut was missing, the paint on the suction nut was missing, the right/left knob was worn and torn, the scope cover was cracked, the light guide tube was kinked, the universal cord was kinked, the ccd cable was too short, the scope connector was dirty, the bending angle was out of specification due to wear of the angulation wire, and the angulation could not be locked. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the issue (shadow in ultrasound image) could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, inspection of the endoscope: 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.